Manufacturer narrative:
Device evaluated by manufacturer? No. (B)(4). Lens remains implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, in his right eye (od). The patient reported brief dizzy spells on rare occasions when his eyesight became out of focus. The lens was implanted on (B)(6) 2012 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the facility reported the lens remains implanted and the date of the last visit was (B)(6) 2014. There was no loss of best corrected visual acuity - 20/60 j1. (B)(4).